Event description:
Allegedly 15 days after original surgery, patient dislocated.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend. The product was dimensionally inspected.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00257. This event occurred in (B)(6).